Manufacturer narrative:
D4: primary UDI number, corrected manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed. The modular cable (lot number: 8187384) was returned for analysis, and a log file was submitted (20240905_094849) for review that showed events spanning approximately 2 days (03sep2024 ¿ 05sep2024 per timestamp). Driveline power fault alarms were active due to a power a broken fault on (B)(6) 2024 at 08:18:42 ¿ 09:37:57. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The modular cable was functionally tested with a test system controller, mock loop, power module and system monitor. Upon manipulation of the modular cable, a driveline power fault alarm became active. Resistance testing was performed on the underlying wires, and it was found that the brown wire (power a) was open. The cable¿s outer jacket was stripped, and the brown wire was observed to have been severely damaged. Damage to this wire would cause the observed alarms in the log file. The root cause for the reported event was conclusively determined to be due to wire fatigue of the modular cable. Incidental finding: wire damage the device history records were reviewed and the records revealed the modular cable (lot number: 8187384) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that there was concern for a driveline power fault. Log files were sent for review. It was noted that during the event the patients' green arrows were still on. The alarm was not changed by moving driveline or power cords. The customer noted that a no external power was visible from the previous evening. The patient had a double disconnect to untangle the cords. The event log file recorded a driveline_power_fault alarm flag associated with a (f4) pwr_a_broken controller fault flag at (B)(6) 2024 8:18:42. This event was indicative of a continuity issue with one of the two power conductors within the driveline/modular cable. On (B)(6) 2024 it was noted that the controller and modular cable were exchanged without issue. The alarm resolved.